Event description:
Initially, it was reported by arjohuntleigh representative that while giving whirlpool bath caregiver heard the seal start to deflate. She stated that water started rushing out of bottom of tub. She stated that at this point she slipped and fell. She landed on back. As a result of this incident caregiver sustained pain in shoulder, right hamstring and lower back. No treatment applied. The caregiver refused to go to occupational health treatment. MFR report #: 9611530-2014-00039.